Manufacturer narrative:
(B)(4). Batch # m5377e. The analysis results found that one tr45g reload was received with no apparent damage and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 09/23/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested: what was the product code of the stapler (ats45, etc.)? When the load locked in the stapler and it did not fire completely, was any portion of the target tissue stapled or cut? If yes, were the staple line and cut line approximately equal in length? When the load locked in the stapler and it did not fire completely, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any issue installing or removing the load from the cartridge jaw? Additional information received: product code: ats45. Yes, about 1/3 of the desired tissue in the stapling was cut and stapled. Yes. There was no difficulty in opening the stapler. There was difficulty in keep it stapling. Both the installation and removal of the load were done normally.

Event description:
It was reported that during a sleeve procedure, trying to do the first staple in the extension of a gastroplasty surgery, by sleeve technique, the load locked in the stapler and it did not fire completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.